Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low sodium (na) results and 1 high chloride (cl) result generated by the unicel dxc 600 pro synchron chemistry analyzer. When the anion gaps were low, the lab reran the samples on a different instrument and those results were reported outside of the laboratory. There was no affect to patient treatment with regard to this event.

Manufacturer narrative:
Qc was within established ranges prior to the event. A field service engineer (fse) went on-site and saw visible signs of contamination in the flowcell. Fse decontaminated the system and verified performance.